Event description:
Betabionic ilet insulin pump (new (B)(6) 2025 under warranty) woke up in the middle of the night and reached out to check pump and it had separated in half thus exposing all contents, insulin delivery mechanism, electronics. I never have dropped this pump or otherwise abused it. It simply became 'unsealed'. Company replaced it immediately and no harm was caused but could be a very serious issue if were to happen at night and delivery mechanism became jammed or worse, forced to deliver more.